Manufacturer narrative:
A getinge field service engineer replaced the defective battery. The iabp passed all functional tests and was returned to the customer for use.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) battery maintenance indicates fail when performed after software update to d.00. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) battery maintenance indicates fail when performed after software update to d.00.